Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00111. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device: ten months. Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 lvas, and the report event of gastrointestinal bleeding could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, with no further issues related to gastrointestinal bleeding reported. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient started to notice bright red blood per rectum with worsening abdominal pain, light headedness, and fatigue. These symptoms prompted the patient to go to the emergency department (ed) where the patient received 2 units of red blood cells (rbcs) for concern of gastrointestinal (gi) bleeding. At time of admission, the patient¿s inr was in the 5 range, vitamin k was given and anticoagulation (coumadin) was held. The patient was also started on protonix infusion. It was reported that the bleed did not appear to be active or hemodynamically significant at the time of the event and an enteroscopy would be scheduled once the patient¿s inr was less than 2.5. If a source of bleeding was not found, a colonoscopy would be performed followed by a capsule endoscopy. Additional information was requested, but not yet provided.